Manufacturer narrative:
The device was received for evaluation. A visual inspection using naked eye was performed, and a separation between the assembly of the tubing and the second y-site along with a lack of solvent at the tubing was observed. The reported condition was verified. Dimensional testing was performed on the sample, and the dimensions were found to be within the product specification range. The cause was separation was improper manual assembly due to solvent not being properly applied to the circumference of the tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set tubing came out of the packaging in two pieces. This occurred prior to patient use. There was no patient involvement. No additional information is available.